Event description:
Subsequent to the initial medwatch report, additional information indicated that the first perclose proglide device used was introduced into the anatomy and as it was thought the suture was out of the device, it was not deployed.

Manufacturer narrative:
(B)(4). The other perclose proglide device is being filed under a separate medwatch MFR number. Evaluation summary: inspection of the returned device revealed a link break at the swage end of the posterior cuff during the needle plunger retraction, which subsequently resulted in a failure to retrieve the suture and could appear very similar to the reported event of it did not take. The reported product experience is confirmed. There was no needle strike mark at the posterior foot to suggest that a link break was due to the posterior needle striking the foot during needle deployment. A link break during the suture retrieval process suggested that there was resistance encountered while retracting the needle plunger to retrieve the suture. Possible contributing factors include, but are not limited to, manufacturing deficiencies, challenging anatomical conditions and/or deployment techniques. Because the suture was not returned, it could not be determined if it was dragged through the device, which could have contributed to a link break. The suture bearing was intact and there was no indication that the suture or link was dragged through it while retracting the needle plunger, which could have contributed to a link break. Every suture and link assembly are inspected for proper assembly during manufacturing. During testing, the plunger was reinserted and retracted successfully without any observable resistance. There were no reported challenging anatomical conditions, which could have contributed to a link break. There was no information reported or definitive evidence in the evaluation of the returned device to suggest that the needle plunger was abruptly pulled out of the device after needle deployment, which could cause the link to break at the swage end of the posterior cuff. Based on the manufacturing inspection criteria and analysis of the returned device, the probable cause for the link break at the swage end of the posterior cuff could not be determined. No manufacturing or quality deficiency was detected. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot; all lot release testing met specifications. A query of the complaint handling database for this lot was performed and there does not appear to be any indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of the common femoral artery was attempted using the perclose proglide device after an unspecified procedure. Reportedly, after the device was removed from the package, it was thought that the suture was out of the device and the device was not used. A second proglide was used and it was reported that it "did not take". A sheath was inserted and manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information was provided.